Event description:
Reprise IV study. It was reported that an arrhythmia and bradycardia occurred. Procedure summary: a lotus introducer was placed and then a 25 mm lotus edge valve (lot#: 24371881) was inserted however not implanted. The re-capture of the 25 mm lotus edge valve (lot#: 24371881) was attempted multiple times. The 25 mm lotus edge valve (lot#: 24371881) was recaptured and removed from the body. The 25 mm lotus edge valve (lot#: 24371881) was exchanged with a second lotus edge valve (lot#: 24371882) was treated with balloon valvuloplasty (bav) and deployed successfully. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. Event summary: on the same day of the index procedure, the subject developed bradycardia and atrioventricular block post index procedure. Chest x ray revealed increased perihilar interstitium, which per source may be an artifact from low lung volumes or mild interstitial pulmonary edema. New conduction disturbances were noted post bav. Post electrophysiology consultation, a new permanent pacemaker was recommended and a non-bsc permanent pacemaker was implanted successfully. The day after the procedure the event was considered recovered. On the same day, vital signs revealed elevated systolic pressure. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not recovered. The subject was discharged the following day.

Manufacturer narrative:
H3: device evaluated by MFR: the lotus edge valve delivery system was received for analysis. The device returned sheathed with the distal end of the catheter inside the bottle which was full of glutaraldehyde. The release collar was in the starting position. The bottle was removed and drained. The valve was unsheathed on the bench and it was confirmed that there was no damage to the valve or delivery system components. The device was flushed with 15 ml of water through the distal (outer sheath), proximal (mle) and guidewire ports. The valve was sheathed, locked and released without issue. Media review: a review of the media from the index procedure was performed by a bsc quality engineer. The received media indicated that the valve for this complaint was seen to be positioned too deep into the ventricle relative to the annulus, as the top of the valve braid was positioned at the annulus. It is likely that this is the point in the procedure when the device for this complaint was removed, and the second lotus edge device was advanced as there is a 19-minute gap in the media. This second lotus edge valve is successfully deployed in an acceptable position with no visible leaks. The reported event of bradycardia cannot be confirmed from the procedural angiographic media provided for review.

Event description:
(B)(6) study. It was reported that an arrhythmia and bradycardia occurred. Procedure summary: a lotus introducer was placed and then a 25 mm lotus edge valve (lot# 24371881) was inserted however not implanted. The re-capture of the 25 mm lotus edge valve (lot# 24371881) was attempted multiple times. The 25 mm lotus edge valve (lot# 24371881) was recaptured and removed from the body. The 25 mm lotus edge valve (lot#24371881) was exchanged with a second lotus edge valve (lot# 24371882) was treated with balloon valvuloplasty (bav) and deployed successfully. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. Event summary: on the same day of the index procedure, the subject developed bradycardia and atrioventricular block post index procedure. Chest x ray revealed increased perihilar interstitium, which per source may be an artifact from low lung volumes or mild interstitial pulmonary edema. New conduction disturbances were noted post bav. Post electrophysiology consultation, a new permanent pacemaker was recommended and a non-bsc permanent pacemaker was implanted successfully. The day after the procedure the event was considered recovered. On the same day, vital signs revealed elevated systolic pressure. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not recovered. The subject was discharged the following day.